Manufacturer narrative:
The reported events were lead dislodgement, oversensing and inappropriate capture. As received, a complete lead was returned in two pieces. The measured full helix extension length was within specification. The reported events of oversensing and inappropriate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's right ventricular lead exhibited oversensing and crosstalk leading to inappropriate capture. An x-ray revealed that the lead had dislodged. The lead was removed and replaced. The patient was stable.